Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 20 months height: 68 cm weight: 10 kg gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the m.blue has a blockage while the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. Due to the fact that the m.blue is not permeable, a computer controlled test is not applicable. Adjustment test: during the adjustment test it was determined that the progav 2.0 is adjustable in all pressure ranges. The m.blue is not adjustable. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function operates as expected and the braking force is within the given tolerances. The brake functionality test of the m.blue has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Pic. 1: m.blue with visible deposits. Pic. 2: progav 2.0 with visible deposits. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine a blockage and a non- adjustability of the m.blue. The determined deposits can be named as the cause for the functional deviation . In the progav 2.0 valve, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.